Event description:
Patient was found dead at home by family. Family reported that the novacor left ventricular assist system (lvas) was not connected to any system power source. Deceased also had an implantable cardioverter defibrillator (ICD). Healthcare facility interrogation of the ICD revealed that it had "fired" sixteen times. Family refused autopsy.